Manufacturer narrative:
Additional review determined this event is no longer considered a serious injury. Additional review determined (B)(4) no longer applies to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she could not feel stimulation and had a loss of therapy. The patient reported that she was back to urinating herself. The patient reported that on the day prior to the report it was like she didn't even have the stimulator. It was noted that the therapy was off. The patient turned the therapy on and reported not feeling stimulation. The patient increased the amplitude from 0.3v to 1.8v on program 3 and reported feeling stimulation in the correct area and comfortably. The patient then reported that she wanted to change programs. The patient changed to program 2 at 1.8v and decreased to 1.5v which was comfortable. Additional information was received from the patient and it was reported that she had a sudden return of symptoms where ¿urine was just gushing out of me.¿ the patient reported that she didn't know why she had a return of symptoms; there was no change to her medications. The patient reported that she wasn't feeling stimulation at the time of the call and therapy was on. The patient reported that she was on program 3 at 0.2v. There were no falls or traumas related to this issue. No medical procedures or emi that could be related. The patient was walked through all programs. The patient switched to program 2 at 1.9v; the patient reported that 2.0v was ¿tolerable¿ but a little high. The patient then switched to program 1 at 1.9v; the patient reported that 2.0v was a little uncomfortable. The patient then switched to program 4; the patient reported that 1.5v fluttered, 1.6v fluttered, 1.7v stronger flutter, 1.8v even stronger flutter, 1.9v didn't hurt, but strong. The patient left the stimulation on program 4 at 1.8v. The patient again reported that ¿urine was running out of me again.¿ the patient continued to switch programs while on the call. The patient moved back to program 3 at 1.7v but was still urinating. The patient then increased to 1.9v then later to 2.0v. The patient reported that the stimulation sensation subsided during the call. The patient also reported that she was depressed and extremely hopeless. The patient reported that she needed to have knee surgery but she couldn't perform physical therapy with urinary problems. The patient reported that if this therapy didn't work she couldn't get her knees replaced, if she couldn't get her knees replaced, she would be a prisoner in her own home and/or have to go to assisted living. The patient also reported some suicidal thinking. The patient reported that she hoped she didn't wake up in the morning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.